Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed multiple no delivery alarms. The blood glucose reading was unknown. The customer had previously completed troubleshooting for no delivery alarms which had occurred during the basal/bolus procedures. This time, she called to reported that the alarm had occurred while she was taking a shower and had not been connected to the device. She stated that she had not tried all remedies. Advised the customer to try those remedies reviewed previously to prevent recurring alarms. Advised the customer to monitor the device. A serter would be sent to the customer to assist with proper infusion set insertion procedure. Nothing further reported.